Event description:
Reporter indicated that the patient's "skin has attenuated significantly right over the generator". The surgeon stated that he believes that this may have occurred due to subcutaneous fat breakdown. It was reported that there was no evidence of infection. The surgeon stated that he planned to move the generator to another pocket and the patient underwent surgery.